Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2011. Approximately 11 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. The patient has suffered intense pain, instability and bone degradation. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-01-0325 - logic femoral ps cem right sz 2.5; (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t; (B)(6), 200-02-35 - three peg patella 35mm. Pending investigation.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failures. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.